Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had no delivery alarm. Customer experienced a low blood glucose and the low blood glucose value was 60 mg/dl. Customer treated with glucose tablet for low blood glucose. Customer stated that the insulin did not exited. Customer stated that the drive support was sticking out. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. The drive support disk was inspected and no anomaly noted. (B)(4).